Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4) - mps (B)(6) reported arm shaking and bouncing in haptics and j6 making a grinding noise. Case number: (B)(4). Update per response: case type: tka, left knee. "The event caused approx. A 30 min delay, to reset everything, change out mics and resume the case."

Manufacturer narrative:
Update to b2, executive summary and d2. Reported event: it was reported that ¿(B)(6) - mps reported arm shaking and bouncing in haptics and j6 making a grinding noise. Product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: mps reported j6 making a grinding noise when moved in cutting field, also, arm shaking and bouncing in haptics.. Requested mps send logs to (B)(6) . Work performed: ran the arm in several directions trying to duplicate the issues. Could not. Spoke with the mps and she stated that they did successfully complete the case with another mics handpiece. I feel that perhaps the grinding sound may have come from the mics. However, the bouncing she spoke of may have been caused by the cable tension in j5. I checked it and it was with spec but I did adjust it for a tighter spec and also adjusted j6 a bit tighter per service manual instructions. This should eliminate any of the bouncing or hopping while in haptics mode. Verified all other operations. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review a review of device history records for (B)(6) shows that on 15/12/2011, 1 device was inspected, and 1 device was placed on non-conforming product report. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, rob# (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: the problem was not duplicated for the alleged failure. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
(B)(6) - mps reported arm shaking and bouncing in haptics and j6 making a grinding noise. Update per response: case type: tka, left knee. "The event caused approx. A 30 min delay, to reset everything, change out mics and resume the case".